Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and replaced with a new lead. No patient co mplications have been reported as a result of this event.